Event description:
It was reported that a patient implanted with a right ventricular leadless pacemaker (lp) passed away on (B)(6) 2024. Doctor does not believe the device or any related procedure lead to the patient's death. However, the cause of death was unknown.

Manufacturer narrative:
Further information was requested but not received.